Event description:
It was reported that a user experienced hyperglycemia after a lunch meal while using the ilet, with a highest blood glucose of 242 mg/dl, and called shortly after finishing the meal to clarify whether there was an issue; the blood glucose began trending down during the call, and troubleshooting and education on meal announcements and general use were completed, with guidance to wait for the meal bolus to take effect. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no alerts or alarms from the device, no need for outside assistance, and no medical intervention or hospitalization. Investigation included customer interview and review of device use and event chronology. Investigation of this case revealed no device or component malfunction, with the event consistent with expected postprandial glucose rise prior to insulin onset of action. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.